Event description:
It was reported that the device switched itself off and on and displayed the message "device failed". A backup device was not available.

Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned and evaluated. This assessment established a relationship between the event reported. A visual examination found no defects. The functional found the battery was extremely depleted, causing the unit to switch off. The device was found to perform within expected parameters. The device produces alarms as noted in the instructions for use alerting the user that charging is needed. The user is advised to follow these at all time to ensure that the battery does not become fully depleted. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history for the events reported has been reviewed, with similar instances found which are being monitored to determine if additional actions are required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.